Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in impedance measurements over time. It was also reported that a venogram revealed venous occlusion. A lead extraction and replacement will be scheduled in the future. No patient complications have been reported as a result of this event.